Manufacturer narrative:
Product analysis #252129596:analysis information 2020-03-26 13:30:08 cst pli# 10 product ID# 26-103-1 complaint confirmed: upon receiving the package, the indictor strip was missing/ detached from the device and had an excessive amount of eschar buildup. The complaint was visibly confirmed, and device was measured with the complaint lab mitutoyo calipers. Therefore, confirming that the device met the product requirements and specifications defined in 31-10-1380. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a corecath device. It was reported that during a central airway obstruction procedure the black and blue marked indicator lines on the tip of the corecath came off, it appears as it the paint flaked off. The rep noted a small piece of blue indicator line could be seen in the airway and was evacuated with suction. The stated a new corecath was opened and there were no issues with the second one. There was no patient injury. Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was reported that the cause of the paint chipping off the corecath was not determined, the rep stated they hadn¿t seen it before any in prior cases. The rep noted the corecath was an extremely tight fit to begin with, it always scraped down the inner channel every case, and it couldn¿t help but scrap. It was noted there was no excess energy, there was nothing out of the ordinary, the physician followed all inservice suggestions.